Event description:
It was reported that a spectrum pump failed volume test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem ''failed volume test (21.313)' was reproduced. The device was tested for flow rate accuracy and over delivered. A review of the event history log revealed infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The pressure plate travel will require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.